Event description:
Attempted to use the scalpel. Could not get the device to work. Tried with different generator, still did not work. Changed the hand piece and still it did not work. Opened a new disposable one and this one worked.